Event description:
Between 4/15 and 4/18, nine patients experienced fever and chills while on dialysis. Four patients' blood cultures were positive for pseudomnics. All nine patients were dialyzed on reprocessed dialyzers. The number or reuses ranged from six to 27. The disinfectant used was renalindevice labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 9.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.